Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing noise on the right ventricular (rv) channel which led to pacing inhibition and caused the patient to experience dizzy spells and pre-syncopal episodes. Surgical intervention was performed and the competitor right ventricular (rv) lead was explanted and replaced. The pacemaker was reprogrammed and remains implanted and in service. No additional adverse patient effects were reported. Boston scientific technical services has reviewed device data and has confirmed the source of the noise may be due to minute ventilation signal and some other source. The patient will continue to be monitored and no further changes have been made.